Event description:
The following description of the event was documented by a cardinal health tech support specialist in response to a phone conversation with a user facility rep. "[User facility rep] called to report a "failure" last night. This vent 3100a tma15792 suddenly stopped on a pt and it was very hard to restart. Once restarted, the driver stopped again. The vent alarmed appropriately so they quickly switched out the vent with another 3100a. Settings: map 23, amp 50, flow 20lpm, 33% it, unkhz, unk max paw/min paw. He doesn't know if it lost pressure or not, just that the driver stopped and it was difficult to restart. (He understands that the driver will not restart without pressure) under their total service contract, he would like a dispatched service call. I looked up age of vent...and found that it will be due for its 7 yr pm (aka driver power module replacement) this yr. I explained to ed about this and told him that I would suggest replacing this part 24-768930. He understood." The following add'l info concerning the event was copied from the user facility medwatch report. "Event desc: the nurse noted that the ventilator (vent) suddenly stopped. The nurse immediately began bagging the pt and summoned rt who was on the unit. Per rt, it was hard to restart the ventilator. Within the hour, the oscillator, ventilator lost power and stopped again. The vent alarmed appropriately the pt was immediately placed on another vent. Cardinal/viasys was notified and a trouble ticket and complaint were issued for eval and repair of the ventilator. Cardinal did note that the machine would be due for its 7 yr preventative maintenance (pm), driver power module replacement this yr. There was no adverse effects to the pt. The current hour meter reading was 10398. Settings were flow 25 lpm, insp% 33, pressure limits low 18 cm h2o and high 35 cm h2o. Ven monitored readings were fio2 0.62, map 21 cm h2o nad amplitude 54 cm h2o. Last service was 32 months ago by viasys. The hour meter reading was 4640." "Did this event involve electrophysiology procedure or an attempted electrophysiology procedure? No". "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Manufacturer narrative:
This event was originally determined to be non-reportable on 01/10/2008. However, we received a user facility medwatch report from the FDA via viasys medsystems on 02/05/2008. Based on that medwatch report, we reversed that decision. The cardinal health field service rep evaluated the device and found that the device was past due for a 7 yr preventative maintenance service. Additionally, he found that the device has a total of 10, 398 hrs on its hr meter and that it had never had a 6,000 preventative maintenance service. Thus the root cause of the reported event was a failure of the user facility to service/maintain the device per the MFR's recommendations. The cardinal health field service rep performed a 12,000 hr preventative maintenance service which includes replacing all the parts that would be replaced during a 6,000 hr and 7 yr preventative maintenance services. He then ran the device through a complete calibration and checkout to ensure that it meets all factory specifications.